Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that her one touch basic enhanced meter was showing her "redo-check" messages. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain add'l info. According to the pt, the reported issue first started on two days prior to original date at around 5:00 pm. It is unk whether the pt was able to test her blood sugar after the reported issue. On the next day at around 7:30 pm, the pt was feeling sweaty, weak and her stomach felt empty. She mentioned about self-administering some food and beverage to treat her symptoms. The pt was not tested on another device at the time of concern. The customer svc agent (csa) verified that the condition of the check-strip was good. Two check strip test were performed with a new check strip during troubleshooting and the results fell within the range. Replacement products have been sent out. This complaint is being reported as an adverse event, as the pt claimed that the reported lfs meter was prompting "redo-check" messages and it is unk whether she was able to get any good blood sugar readings after the issue started. She reported of feeling sweatiness and weakness sometime after the issue, which could be characteristic symptoms of severe hypoglycemia.